Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave intermittent out of range signal for 2 hours. At the time of contact with dexcom technical support, patient reported to being in good condition and did not report any medical intervention or injuries.